Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on 02/25/1998 concurrently with hysterectomy. The patient underwent mesh revision/removal on (B)(6) 2010 due to small bowel obstruction. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterine prolapse, cystocele and rectocele. The patient underwent mesh removal, concurrently with small bowel resection with anastomosis and lysis of adhesions on (B)(6) 2010. The vagina was injured during mesh excision and had to be repaired with vicryl suture.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1998 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.